Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after catheter implantation, the extension tubing became deformed and expanded, resulting in the replacement of a brand-new extension tubing. No additional details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an extension tube aneurysm is confirmed; however, the root cause could not be determined. One photograph of a groshong connector assembly was returned for evaluation. An initial visual observation of the photograph showed a portion of the proximal connector piece. The proximal end of the extension tube was observed to be ballooned (aneurysm). The rest of the sample could not be seen in the returned photograph, but it did appear that the device was implanted into a patient. The exact root cause of the aneurysm could not be determined from the returned photograph. Therefore, the root cause is unknown at this time. This complaint will be recorded for future trending and monitoring purposes. No photographs or samples were returned for the other reported occurrence; therefore, that occurrence was determined to be inconclusive.